Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link meter was tested with in-house contour next test strips from lot # 9kpec04c, which was similar to the suspected lot # 9kpec04a. All readings obtained during in-house testing were within an acceptable range.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided. The model # was not provided.

Event description:
The customer was visiting his physician for regular checkup. Prior to visiting the physician, the customer performed a blood glucose testing on the contour next link meter and obtained a reading of 248 mg/dl at 9:00 a.m. The customer took insulin based on the reading of 248 mg/dl. The customer was experiencing symptoms of hypoglycemia such as lightheadedness. The customer received some kind of sugar by the physician to raise his blood sugar level. The physician also measured the customer's blood glucose with the customer's meter and obtained a reading 109 mg/dl at 9:10 a.m. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.